Event description:
It was reported that the battery compartment needs repair. It was also requested to evaluate the unit for preventative maintenance (pm). Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the battery compartment was broken off and missing a cap, superficial cracked on the bottom housing, and a cracked alarm gauge bezel. The service history was reviewed to determine the last pm date. It was confirmed that the battery compartment was broken and missing the end cap. The cause of the problem was traced to the user. Service history review identified there was no indication that the complaint was related to a service of the device within the review period; customer damage. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
Additional information was received: the unit was not in use when they found the battery compartment broken. They did not remember the date when it happened. There was no patient injury.

Manufacturer narrative:
Additional information: a1, b5, h6 - health impact codes investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.